Manufacturer narrative:
D6b: explanted date: device was not explanted e3: occupation: lead tech the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a possible suture lock. The suture had to be cut at the skin line. The physician did an ultrasound of the insertion site and appeared he had a good seal with no harm to the patient. There was no blood loss. Additional information was received on (B)(6). 2024: the procedure was a uterine fibroid embolization (ufe) procedure using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted by the physician. Pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device noted by the physician. The patient was stable and was discharge accordingly.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that suture lock up had occurred, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).